Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient line tubing of the device became disconnected. It was also reported that there was no evidence of patient injury.

Manufacturer narrative:
The returned product was patent. It did not meet requirements for the leakage test due to a disconnected and missing proximal patient line on the patient line stopcock. Adhesive was observed on the exterior and interior of the luer to tubing connection. A review of the manufacturing records was not possible as a lot number was not provided. The catalog number was not reported. Recall numbers z-1920-2014, z-1921-2014, z-1922-2014, z-1923-2014, z-1924-2014 were issued for all duet catalog numbers. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.